Manufacturer narrative:
Retainer ring missing. Customer returned insulin pump for an alleged insulin pump error, exposed to moisture, and cosmetic damage located at reservoir compartment found on september 20, 2022. Missing retainer ring. Unable to perform displacement test occlusion test due to p-cap not locking into reservoir compartment properly. Insulin pump passed rewind test, basic occlusion test, force sensor test, and self test. Insulin pump failed prime/seating test due moisture damage on the motor and dried insulin in the motor slide. Successfully downloaded history files and traces using thump. Insulin pump error was found in the history files on september 18, 2022 at 22:47:50.00. Insulin pump was cut open to perform visual inspection and found dried insulin on the motor slide, a corroded home switch, and moisture on electrical board motor, and harness vibrator assembly. Test p-cap unable to lock with reservoir properly into reservoir compartment during testing. The following were noted during visual inspection: detached retainer, missing o-ring (reservoir tube), broken battery tube threads, overlay scratched, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, damaged display window cover, dog chew marks, scratched case, minor scratched lcd window missing retainer ring confirmed. Insulin pump error confirmed in the history files on september 18, 2022 at 22:47:50.00. Exposed to moisture confirmed on electrical board, motor, and harness vibrator assembly. Cosmetic damage confirmed at the reservoir compartment. Unable to lock p-cap properly due to missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error alarm. The customer also reported that the insulin pump was exposed to moisture and had a crack in the reservoir compartment. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.